Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a frozen display on the insulin pump. Customer also reported the buttons were unresponsive. Customer also reported the time did not change on the insulin pump. Customer stated a battery replacement did not resolve the issue. Customer's blood glucose was 166 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump was received with time clock functioning properly. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and scratches on lcd window.